Manufacturer narrative:
Qn#: (B)(4). Customer confirmed that no further details are available.

Event description:
The event description provided by the (B)(6) office: the chief physician stated that during puncture of the vena there was an impression as if the pneumothorax was punctured. Then it was noted that the needle hub was defective/cracked.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual examination revealed that the introducer needle contained one crack in the hub. The returned introducer needle was attached to a lab inventory ars and flushed. The needle leaked a significant amount from the hub when flushed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The returned needle hub contained one crack. A device history record review was performed based on sales history with no relevant findings. Based on the sample received, design caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The event description provided by the german office: the chief physician stated that during puncture of the vena there was an impression as if the pneumothorax was punctured. Then it was noted that the needle hub was defective/cracked.